Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump was returned with all of the keypad buttons responding properly; therefore, the original complaint was not duplicated. The keypad was undamaged. Upon removal of the keypad cover, no contamination or physical damages were found. Unrelated to the original complaint, the bolus button was inoperable. The bolus button cover was undamaged; however, upon removal of the cover, the slug was found to be missing. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.